Event description:
It was reported that during a da vinci s radical prostatectomy surgical procedure, the system was not recognizing the maryland bipolar forceps instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the system successfully recognized instrument. Engineering was unable to replicate site's instrument recognition issues. Engineering also observed the distal end of the main tube has a couple of deep scratches with a small amount of material removed. The scratch marks are not aligned with the tube's longitudinal axis, indicating that the damage was caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) does contain a handling precaution, as identified in the following test: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.